Event description:
It was reported the patient experienced a fall and subsequently lost stimulation and communication with the ipg. An sjm representative met with the patient and was unable to communicate with the ipg using two different programmers. Follow up is pending.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.